Manufacturer narrative:
The review of the manufacturing records verified that the reported lot numbers met all pre-release specifications. (B)(4) for the viabahn device noted in this report. The devices remain implanted, so no engineering evaluation could be performed. It can not be determined which of the implanted gore® viabahn® endoprostheses caused the reported endoleak on each side. As gore reports on two endoleaks with eight viabahn devices involved, two reports representative of the other six viabahn devices implanted were submitted. On (B)(6) 2016, the following gore® excluder® aaa endoprostheses and gore® viabahn® endoprostheses were implanted: lot #14796906, (B)(4); gore® excluder® trunk-ipsilateral leg component. Lot #14668880, (B)(4); gore® excluder® contralateral leg component. Lot #14770917, (B)(4); gore® excluder® contralateral leg component. Lot #14676976, (B)(4); gore® viabahn® endoprosthesis (reported device). Lot #14676969, (B)(4); gore® viabahn® endoprosthesis (reported device). Lot #14385899, (B)(4); gore® viabahn® endoprosthesis. Lot #14676971, (B)(4); gore® viabahn® endoprosthesis. On (B)(6) 2016, the following gore® viabahn® endoprostheses were implanted: lot #14640613, (B)(4); gore® viabahn® endoprosthesis. Lot #14736424, (B)(4); gore® viabahn® endoprosthesis. Lot #13471042, (B)(4); gore® viabahn® endoprosthesis. Lot #13685099, (B)(4); gore® viabahn® endoprosthesis. Please note: this medwatch report is associated with MFR report #2953161-2016-00235 which contains the gore® excluder® aaa endoprostheses.

Event description:
On (B)(6) 2016, the patient presented with an abdominal aortic aneurysm which was treated with gore® excluder® aaa endoprostheses in combination with four gore® viabahn® endoprostheses. Two gore® viabahn® endoprostheses were implanted into each of the two contralateral leg components with one of the two viabahn devices extending into the internal iliac artery and the external iliac artery. During the final angiography, an endoleak type 3 between the excluder devices and the two viabahn devices on each side was recognized and the decision was made to monitor the development of the endoleaks. As the endoleaks remained, the attempt was made to repair the ongoing leakage by implanting another four gore® viabahn® endoprostheses inside into two viabahns on each side, which had been previously implanted on (B)(6) 2016. A follow-up investigation revealed that the endoleaks still persisted. Therefore, on (B)(6) 2016, it was attempted to repair the endoleaks with an additional five viabahn devices. The patient is currently doing well.